Event description:
The customer reported that while the unit was in use on a pt, the unit, without prompting, would override the controls - changing the timing from auto to manual thereby stopping pumping, changing slow gas loss to override and changing iab fill from auto to manual. The pt was switched to another unit and therapy was continued. No pt injury was reported.